Event description:
Lar procedure. Cs29 dlu was delayed getting into range and was fired. Upon removal, visual observation revealed that the donuts were intact. Leak test was performed and leak was discovered. Area was oversewn to control leak with success. Patient was diverted with an ileostomy. Patient was very obese and tissue quality could be questionable.